Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that patient was seen by hcp on (B)(6) 2025 and reported issues with scs in that they were feeling "extra stimulation". Caller mentioned x-rays were ordered but didn't provide any further information about the results. Patient is in office again today and hcp would like patient to meet with mdt rep. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to nas to page a rep.